Event description:
It broke when dr tried to pull out after inserting the insert trial. The nurse confirmed whether all broken parts were collected or not. After confirming that all debris was removed from the patient's body, the operation was continued.

Manufacturer narrative:
Added expiration date. An event regarding crack/fracture involving a specialty trial was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and the primary operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding crack/fracture. There have been no other similar events for the lot referenced.

Event description:
It broke when dr tried to pull out after inserting the insert trial. The nurse confirmed whether all broken parts were collected or not. After confirming that all debris was removed from the patient's body, the operation was continued.